Manufacturer narrative:
The insulin pump passed the displacement, unexpected restart error test, prime test and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The insulin pump was received with a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a no delivery alarm. Advised insulin pump would be replaced. No additional information is provided.